Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), failure mode and effects analysis (fmea), visual analysis and system risk analysis (sra). ¿ the DHR was reviewed. The unit met manufacturing specifications at the time of release and there were no issues related to this failure mode noted. ¿ the fmea revealed the risk priority number (rpn) scores are considered to be acceptable. ¿ the sra was reviewed and indicates the risk for exposure to toxic or corrosive material is determined to be ¿low.¿ the vacuum pump was returned and a visual test was performed. The fan cover was broken and therefore, testing was unable to be performed. The reason for the return was confirmed. The reported issue was resolved at the customer facility. The issue will be tracked and trended. No further investigation is necessary at this time.

Manufacturer narrative:
A field service engineer was dispatched to customer site. The vacuum pump and catalytic decomp filter were replaced to resolve the haze/mist/vapor issue. Unit meets specifications and was returned to service on 05/03/2016.

Event description:
A customer reported an event of a "mist" (haze) emitting from the sterrad® 100s sterilizer. There was no report of any injuries or human reactions. The customer manually cancelled the cycle. The affected load was reprocessed. The customer was advised to turn the unit off and leave the room. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.